Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with ketones. Bg value not provided. Reportedly, customer reverted to manual injections for insulin therapy. The customer declined to provide additional information regarding the issue.